Manufacturer narrative:
(B)(4). During a follow-up, the ventilator was found to have a faulty control board. The control board was replaced to resolve the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
A report was received stating tht during use on a patient, an ht70 ventilator generated an auto-trigger which was accompanied by a high pressure audible alarm. The patient was reported to have little spontaneous breathing. Upon noticing a decline in oxygen saturation readings, the patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.